Event description:
It was reported that the patient experienced a perforation. It was also reported that the implantable pulse generator (ipg) was not sensing in either chamber. It was further reported that the right atrial (ra) lead exhibited high thresholds. The iipg system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.